Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's relative that the patient had passed away. The caller stated that the patient had been found in the woods deceased. The caller inquired if the implantable cardioverter defibrillator (ICD) system had registered anything or delivered any shocks as the caller indicated the device system contributed to the patient death. Follow-up was conducted with st. Stephens funeral home. The funeral home representative stated that the patient had passed away due to a "heart attack." When asked, the funeral home representative indicated that the deceased was buried with the ICD system implanted and the system was not extracted.